Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was noticed at the end of the case, via ultrasound, the patient had a small pericardial effusion. The patient was hemodynamically stable. They monitored the patient for 45 minutes and the effusion was not increasing in size and the patient was still stable. The patient was then transferred to the unit. While on the unit the effusion had increased in size and they did a pericardiocentesis. They drained about 500ml of fluid. Just before the pericardiocentesis was done the patient was hemodynamically unstable. The drain was left in place and the patient is stable. The fellow did not think the ablation or any of the bwi products caused the effusion due to the area they were ablating and moving catheters in wasn't where the effusion was coming from. The fellow stated it was venous. The reporter states they went up to 40 watts in the left ventricle. They never got over 40 grams of force. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.